Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a hip arthroscopy procedure when using the werewolf flow 90 coblation wand, the cut button was stuck when pressed. Then, after pressing other button to try and turn it off, multiple buttons error message showed. After hitting the back arrow to remove the error message, the wand worked but during the procedure the button was stuck on and it was turning on by itself, even when the wand was laying on the stand. The procedure was completed with no significant delay using the same device. No patient injury or other complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. The data was extracted which revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. Device was tested, and generated plasma as intended. The buttons did not stick during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) the wand´s connector or cable got damaged. 2) saline/humidity entered the interior of the handle shorting the connection of the buttons. No containment or corrective actions are recommended at this time. H11: correction in h6 (medical device problem code).